Manufacturer narrative:
An event of pericardial effusion led to cardiac tamponade and low blood pressure/hypotension were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated a pericardiocentesis was performed and 500ml of fluid was drained from the patient's pericardial space. Based on the information received, the cause of the reported event of pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, heparin was administered, and the patient's activated clotting time (act) levels was over 250 seconds. While deploying the device, they recaptured it partially three times so a sheath change was not required. The puncture, the change of wires and sheaths were carried out according to specifications and changed in the pulmonary vein. During the procedure, the occluder was checked and unscrewed. A pericardial effusion exclusion was made and no pericardial effusion (pe) was visible. The patient woke up and was placed under surveillance. One hour later, the patient had a poor blood flow. A transthoracic echocardiogram (tte) showed a pericardial effusion in the circumflexes. The pericardial effusion lead to cardiac tamponade. A puncture with drainage was made, about 500 ml were withdrawn. The patient was then referred to the surgical department to localize and close the defect. The laa surgical was closed successfully and leak at the laa was amputated and the occluder explanted on the same day. The patient was reported stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.